Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics not provided by the customer.

Event description:
During a site visit by a bd representative the pacu nurse stated that she experienced a "free flow event in the past". The rn stated; that she "set the devices aside without a label, when had an opportunity to go back to retrieve them, they were gone and presumably taken for additional patient use". The event occurred in the pacu. Although requested, no additional information about the patient, medication, or event provided.